Event description:
It was reported that a patient with this pacemaker was admitted to the hospital after experiencing a syncopal episode at home, falling, and then breaking their hip. The patient's heart rate upon admittance to the hospital was 26 beats-per-minute. Interrogation of the pacemaker revealed it was in safety mode and was oversensing noise causing pacing inhibition which led to the syncopal episode. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that a patient with this pacemaker was admitted to the hospital after experiencing a syncopal episode at home, falling, and then breaking their hip. The patient's heart rate upon admittance to the hospital was 26 beats-per-minute. Interrogation of the pacemaker revealed it was in safety mode and was oversensing noise causing pacing inhibition which led to the syncopal episode. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short. The short resulted in the clinically observed reversion to safety mode. Analysis was unable to confirm the allegations of pacing inhibition and oversensing of noise.